Manufacturer narrative:
The na electrode lot number is p8207. The cl electrode lot number is k3447. The kelectrode lot number is y3215. On (B)(6) 2024, the customer reported additional questionable na electrode (na), k electrode (k), and cl electrode (cl) results from two patient samples: on (B)(6) 2024: sample 1: the initial na result from the c 501 module was 112 mmol/l. The repeat result from the c311 analyzer was 131 mmol/l. The initial cl result from the c 501 module was 112 mmol/l. The repeat result from the c311 analyzer was 100.5 mmol/l. Sample 2: the initial na result from the c 501 module was 117 mmol/l. The repeat result from the c311 analyzer was 133 mmol/l. The initial k result from the c 501 module was 3.84 mmol/l. The repeat result from the c311 analyzer was 4.51 mmol/l. The initial cl result from the c 501 module was 82.8 mmol/l. The repeat result from the c311 analyzer was 98.6 mmol/l. On the field service representative's (fsr) first service, he inspected the module and found the valves, pipes, and vacuum tubes deteriorated. On the fsr's second service, he replaced three solenoid valves (sv) sv1, the pipes of the cell rinse unit, and the vacuum tubes. He performed purges, photometric checks, ise checks, and a cuvette blank with acceptable results. He performed calibrations, qc and patient sample runs with satisfactory results. On the fsr's third service, he performed remote maintenance and the customer reported improvement in the ion-selective electrode (ise). On the fsr's fourth service, he adjusted the cell rinse unit and performed a cuvette blank and photometric check with acceptable results. The investigation reviewed the customer's handling of patient samples. The patient sample had a clotting time of only 10 minutes and a fixed-angle centrifuge was used. The investigation determined the event was due to a preanalytic issue at the customer site (clotting time less than 30 minutes and fixed-angle centrifuge increasing the probability of aspiration of gel into the sample probe). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The electrode lot numbers with expiration dates were not provided.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for na electrode (na) and cl electrode (cl) on a cobas 6000 c501 module. The initial cl result from the c501 module was 83.9 mmol/l. The repeat from a cobas c 311 analyzer was 98 mmol/l. The initial na result from the c501 module was 117 mmol/l. The repeat from the c311 analyzer was 135 mmol/l. The initial results from the c501 module were reported outside of the laboratory where the physician requested repeat testing as the results did not correspond to the patient¿s clinical picture. The results from the c311 analyzer were believed to be correct.